Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73b1900052 was manufactured on 02/04/2019 a total of 288 pieces. Lot was released on 02/13/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and its rotation tab bent. A closed clip was protruding from the channel. The returned sample appears used as there is biological material present on the device. Adhesive material was also present on the handle. First, the protruding clip was manually removed , and the trigger cycle was completed. The next clip was out of position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. One clip in the channel had a broken hook. The clip stacking could prevent the clips from properly loading into the jaws and can also cause clips to break in the channel. Additionally, the proximal end of the feeder was slightly bent. The sample was received with 11 clips remaining indicating that 4 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "applier jammed" was confirmed based upon the sample received. The device was returned with its rotation tab bent. The sample was returned with 11 clips remaining indicating that 4 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. The clip stack also caused a clip to break in the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Other remarks:

Event description:
It was reported that the applier blocks, so the clips will not come out.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier blocks, so the clips will not come out.